Manufacturer narrative:
This ipg serial number is included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was experiencing a burning sensation at the ipg site. The sjm rep met with the pt and reprogrammed the system. It was reported the issue was resolved with reprogramming.